Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The reported event is unconfirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). G2: foreign source: japan. D10 ¿ medical products item# jp-0120, lot# 66720980, flat titanium pectus bar 12. Item# jp-0110, lot# 66708431, flat titanium pectus bar 11. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It is further reported that the patient underwent a pectus bar implantation for funnel chest treatment. Subsequently after one week after hospital dischard, the patient was seen at an outpatient clinic with fever due to unknown reasons. Patient received steroids and antiallergic prescriptions and recovered well.